Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer reported that he was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 864 mg/dl. Customer stated that she passed out in the shower when paramedics found her. Customer stated that she had gastro paralysis prior to hospitalization. No further info was provided.